Event description:
A report was received that the patient¿s ipg site was in a flat fold and the pocket was too superficial. The patient underwent a revision procedure wherein the physician moved the pocket to a more comfortable location and made the pocket a little bit deeper. The patient was reportedly doing well postoperatively.